Manufacturer narrative:
Cmp(B)(4). Concomitant medical products: partial tibial cemented size h right medial catalog # 42538000802 lot #: 64417509,partial articular surface right medial size h 10 mm thickness catalog #: 42528200810 lot #: 64266217. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this patient; all reports associated with this event: 3007963827 - 2021 - 00216, 0001822565 - 2021 - 02754. Investigation incomplete.

Event description:
It was reported that there was an initial right partial knee arthroplasty. Subsequently, the patient experienced a pulmonary embolism and was hospitalized overnight approximately 3 months post-implantation. No further complications were noted. At the next follow up visits, the patient reported slight pain, no problems, full range of motion, and remained very satisfied. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g3, g6, h1, h2, h3, h6, and h10. The results of the investigation are as follows: it was reported the patient developed a pulmonary embolism three months postop. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbid state, and perioperative management. If a dvt/ blood clot breaks free, it may travel through the bloodstream and block blood flow to the lungs. This complication is called a pulmonary embolism. Total joint patients are typically placed on medication postoperative for a period of time to help prevent the development of dvt/blood clot formation that can lead to an pe. This patient was compliant with postoperative aspirin for dvt prophylaxis in the immediate postop period. However, three months postop, the patient developed a pe and was placed on a stronger blood thinner which resolved the complication. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.